Event description:
It was reported that the user experienced hyperglycemia after the insulin cartridge emptied overnight, and the user awoke with a blood glucose of 198 mg/dl; the event was associated with loss of drug delivery due to depletion of the insulin reservoir, and the user was advised to replace pump supplies. Symptoms included no acute clinical effects. Outcomes included no need for professional medical intervention and no hospitalization. Investigation included complaint handling and user education and troubleshooting. Investigation of this case revealed that the high glucose was likely related to lack of insulin availability during sleep with no alarms reported. It was concluded that the event was clinically manageable with supply replacement and education, and the cause of the hyperglycemia remained unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.